Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the cause of the suboptimal catheter aspiration was not determined.

Manufacturer narrative:
Continuation of d10: product ID 8578 lot# hg2a5kx10, implanted: (B)(6) 2018, explanted: (B)(6) 2025, product type: catheter, product ID 8709sc, lot# n287711010, implanted: (B)(6) 2011, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 25-jan-2020, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(6), ubd: 12-apr-2013, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid via an implantable pump. It was reported that at the patient's normal battery depletion pump replacement, the healthcare provider was not satisfied with the catheter aspiration as it was suboptimal. There were no external factors involved and no troubleshooting was performed. The old catheter was tied off and a whole new catheter placed. The issue was resolved.